Event description:
It was reported that, while implanted and remaining in service, a lead was associated with the patient reporting being unable to increase stimulation and experiencing loss of stimulation while being treated for pain. During an evaluation, an impedance check/interrogation identified high impedance with the entire right lead reported as non-functioning and three contacts on the opposite lead reported as non-functioning, with contacts 8-15 at 40000 and contacts 2, 3, and 6 on contacts 0-7 also at 40000. Programming adjustments were performed to work around the impedance findings by removing the configuration on the right lead, and the patient confirmed stimulation coverage remained effective in the pain area. The remote was tested prior to the end of the visit and stimulation could be increased successfully. A lead revision was planned/scheduled, and the issue was reported as ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jun-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 19-jun-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.